Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the fenestrated bipolar forceps had the main tube broke at the distal end. A piece measuring proximately 0.081 x 0.088 was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was noted with bent wrist and cracks on the instrument's tip. No fragment fell into the patient. The procedure was completed with no injury to the patient.